Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with degrading heart failure. Upon interrogation, it was observed the right ventricular lead was failing to capture or sense. The lead was explanted and replaced without issue. The patient was stable during and following the event.